Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the main coil was returned. Visual and microscopic inspection were performed, and it was observed that the main coil was detached at primary coil section. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17 sep 2024. It was reported that the coil could not be advanced from the catheter. A 10mm x 20cm interlock coil was selected for embolization of pulmonary artery fistula. During the procedure, when the coil was advanced to the tail end, it was noted that the coil was stuck in the microcatheter, and it could not be advanced during the withdrawal. The coil was withdrawn from the patients body together with the microcatheter, and the procedure was completed with a different device. No patient complications were reported, and the patient was stable post-procedure. However, device analysis revealed the main coil was detached at primary coil section.